Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) a partial lead in segments was returned, analyzed, and no anomalies were found. The proximal conductor had blood/body fluid (not obstructed), the outer insulation was melted, the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism, there was a tip seal observation, and there was apparent explant damage. Evaluation summary (B)(4) no anomalies found (B)(4) partial lead in segments.

Event description:
It was reported that the right ventricular lead had high threshold, impedances out of measurable range and was suspected of being fractured. The lead was removed and replaced. No patient complications have been reported as a result of this event.